Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient currently receiving 10.982 mcg/ml of bupivacaine and 3.2947 mcg/ml of morphine at unknown concentrations via an implantable pump. It was reported the patient had the same medication and concentration in the pump since a year ago, prior and currently. The patient reported a long time ago she was in the hospital and missed a refill and pump had stopped.